Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, when setting up, the pin, alignment line, shaft was broken. The product was replaced with another one to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, when setting up, there was an adapter error with yellow adapter status indicator (swim lane) and exclamation mark on the adapter icon. There were 2 adapters present so it was replaced with another one to resolve the issue. There was no patient involvement.